Manufacturer narrative:
The qc results were within range on the date of the event. The patient sample was received for investigation. The customer's results were confirmed. The investigation determined that the issue is consistent with the presence of an interfering substance in the sample that affects the total psa assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. It is known that in rare cases psa isoforms do exist which may be measured differently by different psa tests. Findings of this kind have occasionally been reported for psa tests from various manufacturers. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa and elecsys free psa results from two samples from the same patient, tested on the cobas e 801 analytical unit. This medwatch will apply to the elecsys total psa assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys free psa assay. The reporter stated that the patient's initial sample had a total psa result lower than the free psa result. The exact results were not provided. The patient was reportedly taking a natural medication that could potentially interfere with the results. The patient stopped taking the medication for one week and was tested for macro psa. The macro psa result was 0.03 ug/l; the result was deemed very low, indicating no interference. After one week, a new patient sample was collected with the following results: the free psa result was 0.908 ug/l. The total psa result with a 1:5 dilution was 0.097 ug/l..

Manufacturer narrative:
It was provided that the initial result of total psa was not diluted. The total psa result after a one-week period with a 1:5 dilution was 0.146 ug/l. The free psa was not diluted.